Event description:
Device #1 malfunction: unk. Time of malfunction: unk. Symptoms/ae: unk. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of the unspecified vessel after an unk procedure. Reportedly, an unk failure occurred with two different proglide devices in the same pt. It is unk how hemostasis was achieved. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #12673-03, lot # 84032-6h is being filed under a separate medwatch MFR number. The device is expected to be returned for eval. It has not yet been received.